Event description:
The products of opus medical delivery systems uses cassettes that leave plastic tabs and pieces in medication cups given to patients. Problem arises when patient digests plastic tabs and pieces. Also the cassettes come apart in daily operation with medication for future days ending up on the floor causing medication errors. Dates of use: (B)(6) 2015. Diagnosis or reason for use: 2 week cassettes for medication delivery to patients.